Event description:
It was reported that the customer was unable to prime her tubing. The customer's actual blood glucose level was not reported but she mentioned having high blood glucose levels around 300 mg/dl. She had ketones and believed her insulin pump was not delivering insulin properly. The customer experienced continual no delivery alarms. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed functional testing. No alarms occurred during testing. The insulin pump was received with minor scratched liquid crystal display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.